Manufacturer narrative:
Age at time of event: (B)(6). Event date, if implanted, give date: (B)(6) 2007 - (B)(6) 2010. Journal article: nii k, tsutsumi m, aikawa h, hamaguchi s, etou h, sakamoto k, kazekawa k (2011). Incidence of hemodynamic depression after carotid artery stenting using different self-expandable stent types. Neurol med chir (tokyo). 51(8), 556-60. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article that post-procedural complications of asymptomatic thromboembolism occurred after carotid artery stenting. The patient was diagnosed with either carotid atherosclerotic disease or 73.0 +/- 13.5 % stenosis as determined by the nascet method. The patient received an oral antiplatelet regimen consisting of aspirin (100mg daily) and clopidogrel (75mg daily) or cilostazol (200mg daily) for at least 3 days prior to the procedure. General anesthesia was induced and a bolus injection of heparin was delivered to achieve act of 250-300 seconds. A non-bsc distal embolic protection device was utilized. Anticholinergic agent was administered prophylactically just before balloon inflation for predilation with a 4 or 5 x 40mm symmetry balloon with pressure at 6 atms for 30-60 seconds. An 8-10mm diameter wallstent was deployed. If insufficient stent expansion was achieved, post-dilation was performed with a 6 or 7x20mm symmetry balloon for 6-8 atms for 5 seconds. Vital and neurological signs were monitored for a minimum of 12 hours after the procedure. Diffusion-weighted magnetic resonance imaging detected thromboembolic lesions. No further patient complications were reported.